Event description:
It was observed that during the device evaluation, the xenon light source exhibited interrupted power supply, lost lamp due to which the lamp cannot be held by heatsink, deformed heatsink and water leak in pump there was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on power supply unit, the power supply was interrupted and since the lamp was lost, the lamp cannot be held by the heatsink. However, the most probable cause for deformed heatsink and water leak in pump was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.